Manufacturer narrative:
The lens was returned stuck in cartridge. Visual inspection of the cartridge found no visible damage to the device, dry residue on cartridge, and the lens stuck inside the device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the haptic of a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, was torn while being loaded and there was no patient contact. The backup lens was implanted. The reporter stated the cause of the event was unknown.